Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (friend/family member) and the patient reported the patient¿s tube was leaking. The consumer confirmed she meant the catheter was leaking, so they replaced it. The consumer said that happened about 5 years ago. The consumer said that the surgeon came out when she was in the waiting room and showed her a picture of the patient¿s abdomen where all the medication leaked in, and it was ¿like a cloud¿. The consumer said the patient wasn¿t getting any relief, and it was because of the catheter/tube leaking. The consumer stated they were using the ¿same mixture that they are using now¿ (dilaudid and bupivacaine).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j10961r18, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving compounded fentanyl, bupivacaine and dilaudid. Dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and degenerative disc disease. The patient reported they had a catheter leak for an extended period of time and a ¿dangerous¿ amount of medication leaked into their tissue. The pump was replaced (B)(6) 2012. The patient felt the healthcare provider saved the patient¿s life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated post dye test, there was no evidence of leakage and the dye test demonstrated no leakage in the catheter. Regarding the symptoms the patient experienced related to the reported catheter leak it was also reported, the physician¿s continued increased adjustment of higher dose, to no noticeable pain relief. The circumstances that led to the catheter leak included total fear of the two-and-a-half-year accumulation of the sufenta drug mass in the abdominal region and ¿its possible mass release from any number of resulting causes.¿ it was noted there was ¿obvious lack of activity.¿ no further complications were reported/anticipated or expected.